Manufacturer narrative:
Section d6a: correction. The date provided in the previous report was incorrect. Date of implant is not applicable for heartmate mobile power unit (mpu). Manufacturer's investigation conclusion: the reported event of damage to the patient cable on the (B)(6) was confirmed. During the evaluation of the returned mpu serial (B)(6) , the reported event was verified. The patient cable had scratches and superficial cut in the outer jacket. The patient cable was replaced. Functional checkout was performed per mobile power unit service process; the unit passed all tests. The repaired unit was returned to the customer site. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on (B)(6) 2021. The heartmate 3 patient handbook (rev d, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev d, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) cable was caught in a door and had nicks, scratches, and small tears on it. The patient was given a loaner mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.